Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power extension cable was frayed with exposed wires and partial fracture at the female connector. No additional physical damage was observed. The backplate of the device was removed, and the power supply was connected directly to the device. The unit was able to power on as expected, and no additional loss or interruption of power was observed. The field reported event of frayed wires on the power extension cable was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported frayed wires of the power extension cable. The unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.